Event description:
It was reported that the implantable cardiac monitor device in backup vvi operation and could not be interrogated. The device was not implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Final analysis found the device exhibited backup vvi operation due to data corruption of a control register that resulted from a telemetry anomaly. After the product code was downloaded, normal function resumed.